Manufacturer narrative:
(B)(4).

Event description:
It was reported that oversensing myopotential freeze capture issue was observed on the device. Patient was asymptomatic. Programming changes were made and oversensing was not reproduced post programming changes. Patient was stable.